Event description:
For right cfa treatment, a 6fr crossroad was used with a left foot approach. There was strong calcification at the crossover, and the product was expanded and treated. When the item was expanded again at the bifurcation (at the calcified point), a balloon rupture occurred and it could not be pulled into the 6fr crossroad, so it was forcibly pulled. At some point, the tip part was torn and remained in the body. The remnant was confirmed to be in the iliac by imaging and ivus, and crimped with a stent. After that, the patient has no symptoms.

Manufacturer narrative:
The concerned device "senri" is a rapid-exchange (rx) type semi-compliant pta balloon dilatation catheter compatible to 0.018"guidewire (gw). "Senri" has no approval in the us, however, we will report this case as an incident occurred on a similar device for "crosstella rx" (a rx-type pta balloon dilatation catheter, compatible to 0.018" gw) that is distributed in the us under 510(k) # k152873. The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. Results of the investigation on returned concerned device: the concerned device was discarded and could not be investigated. Based on the results of interviews with physicians, we determined that the rupture of the balloon was caused by the lesion and that the rupture was caused by the operator. No nonconformity or abnormality was found in the manufacturing processes according to the devicehistory records (DHR). In addition, based on the results of interviews with physicians, we determined that the rupture of the balloon was caused by the lesion and that the rupture was caused by the operator. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.